Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a boston scientific field representative was contacted to disable tachy-therapy of this cardiac resynchronization therapy defibrillator (crt-d) as the patient was near end-of-life and on hospice care. Upon interrogation it was noted this device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Tachy therapy was disabled as ordered by the physician. It is anticipated that the device will not be returned to boston scientific as the field representative was informed it would not be explanted after the patient's death. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.